Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 242 mg/dl at the time of the incident and current blood glucose was 242 mg/dl. The customer¿s blood glucose level was above 400 mg/dl. The customer was treated with bolus. It was reported that they had no delivery alarm. The customer also reported that they had air bubbles and had small soda pop size and one was bigger than it along the tubing. The customer was assisted with high pressure test and had no delivery. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to follow up with health care professional concerning high blood glucose. The insulin pump will not be returned for analysis.